Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an inaccurate delivery issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/15/2016 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the pump¿s black box showed multiple occlusion alarms had occurred. During testing, the pump was exercised for 24 hours with a 1.0u/hr basal rate; the basal history recorded correctly and the total daily dose showed 24.0u. No alarms or warnings occurred during testing. The complaint of a history settings issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed a crack in the battery compartment.